Event description:
New information received noted that the right atrial lead continued to exhibit noise resulting in multiple auto mode switch episodes, the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed alerts for auto mode switch -ams episodes due to atrial lead noise. Programming changes were discussed, no intervention was performed. The patient was in stable condition and would continue to be monitored.